Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], heavy uterine bleeding [abnormal uterine bleeding], severe abdominal cramping [lower abdominal pain], painful stomach bloating [abdominal bloating], leg pain [leg pain], heavy menstrual cycle [bleeding menstrual heavy], severe itching [itching], headaches [headache], and fatigue [fatigue]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2023 she experienced abnormal uterine bleeding ("heavy uterine bleeding"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("severe abdominal cramping"), abdominal distension ("painful stomach bloating"), pain in extremity ("leg pain"), heavy menstrual bleeding ("heavy menstrual cycle"), pruritus ("severe itching"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, fatigue, headache, heavy menstrual bleeding, pain in extremity, pelvic pain and pruritus to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Heavy uterine bleeding [abnormal uterine bleeding]. Severe abdominal cramping [lower abdominal pain]. Painful stomach bloating [abdominal bloating]. Leg pain [leg pain]. Heavy menstrual cycle [bleeding menstrual heavy]. Severe itching [itching]. Headaches [headache]. Fatigue [fatigue]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted (lot no. 846833) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of c-section, asthma, vaginal bleeding, parity 4 and multi gravida. Never smoked, never uses alcohol, never used drugs. Previously administered products included: depo provera. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2023 she experienced abnormal uterine bleeding ("heavy uterine bleeding"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("severe abdominal cramping"), abdominal distension ("painful stomach bloating"), pain in extremity ("leg pain"), heavy menstrual bleeding ("heavy menstrual cycle"), pruritus ("severe itching"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, fatigue, headache, heavy menstrual bleeding, pain in extremity, pelvic pain and pruritus to be related to essure administration. The reporter commented: 3 coils visible on right and 2 coils on left. The device was then deployed, 2 coils were seen after deployment and essure device was then removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received: new reporter added. Patient age added. Patient details added. Batch number added. Device expiration date added. Reporter causality comment added. Medical history added. Patient notes added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] . Heavy uterine bleeding [abnormal uterine bleeding]. Severe abdominal cramping [lower abdominal pain] . Painful stomach bloating [abdominal bloating] . Leg pain [leg pain]. Heavy menstrual cycle [bleeding menstrual heavy]. Severe itching [itching]. Headaches [headache]. Fatigue [fatigue]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2023 she experienced abnormal uterine bleeding ("heavy uterine bleeding"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("severe abdominal cramping"), abdominal distension ("painful stomach bloating"), pain in extremity ("leg pain"), heavy menstrual bleeding ("heavy menstrual cycle"), pruritus ("severe itching"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, fatigue, headache, heavy menstrual bleeding, pain in extremity, pelvic pain and pruritus to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.